Event description:
During a percutaneous coronary intervention, the physician experienced inflation difficulty and balloon rupture. After conducting an intravascular ultrasound, the physician to treat the lesion by direct stenting. The target lesion was the distal right coronary. The lesion was a de novo, slightly tortuous, but not calcified with 95% stenosis. The first attempt to deliver the cypher (3.5/18mm) was unsuccessful because, it failed to cross. The physician was able to deliver the cypher to the target lesion on the second attempt, but then he started experiencing difficulites inflating the device. The pressure would not increase above 8atms. In haste he managed to increase the pressure to 12atms and confirmed deployment. The stent delivery system was retrieved from the pt. Post-dilation was conducted with the balloon that used for pre-dilation. The physician confirmed the pinhole rupture at the proximal end of the balloon when he inflated the balloon out side the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The device has been received and evaluation is in progress. Add'l info will be submitted within thirty days upon receipt.